Event description:
Catheter was cracked causing it to leak. Rn repaired the catheter using a repair kit. The hub had cracked off of the catheter less than a month after it was placed. The catheter that was in place came from a repair kit less than one month ago. Pump was being used for chemo (5 fu) at 300 mg/day, rate 12.5 mg/hr.